Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (damaged cable) was isolated to the electrode belt trunk cable pulse wires being cut and severed from the distribution node (dn), causing both tes and ecgs to be non-functional. The belt did not pass falloff testing. The root cause for the cut wires was physical abuse. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient's electrode belt's cable was damaged.